Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Troubleshooting could not be performed as the call was dropped with tandem customer technical support (cts). Multiple attempts were made by cts to continue troubleshooting however, the customer did not respond. There was no reported adverse impact to the customer¿s blood glucose level.